Event description:
The pt complained of pain and discomfort at the implantable neurostimulator buttock sites. One of the leads was producing uncomfortable stimulation. Both neurostimulators were repositioned to the front of the pt's body using new extensions. The bothersome lead was replaced. Reference mfg report # 3004209178201009896. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).